Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with episodes of undersensing on the implantable cardiac monitor caused by loss of electrode contact in the pocket. The patient would continue to be monitored.

Event description:
Additional information received noted the patient presented via remote transmission.